Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an oob failure. Only the battery indicator light flashes. Rep said he docked the recharger at more than 30 seconds, redirected rep to customer service to order replacement for rep's account. Caller called back asking which address product was sent to and if they needed a return mailer kit. Agent informed caller they would not need return mailer kit, and reviewed how to return faulty product. Agent reviewed email from colin in repair dept requesting address and phone number. Caller confirmed they had that email and that they would reply to it with the necessary information.